Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
A pt underwent a surgical procedure of arthrodesis and decompression on (B)(6) 2009 due to degenerative discopathy of l5-s1. On (B)(6) 2011, the pt underwent an unanticipated revision surgery due to the breakage of the implant.